Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a severe infection with decreased visual acuity". As there was no product returned or lot information provided, no detailed investigation can be performed.

Event description:
An eye care professional reported that a patient informed him of experiencing a severely infected eye associated with wear of focus dailies all day comfort contact lenses. The patient reported that the infection developed after removing a split lens from his left eye and states, an eye specialist indicated to expect several months to resolve with possible permanent reduction in visual acuity. On-going treatment with steroid drops. Several requests for additional information have been made, however, no further details have been provided.